Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d10: concomitant medical product name - additional information d10 medical product - additional information d10 therapy date - additional information h2: type of follow up - additional information

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).